Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was not able to charge the pump using multiple wall adapters. Blood glucose was 200 mg/dl. The customer continued to use the pump for insulin therapy as there some charge left in the battery.